Manufacturer narrative:
(B)(4) conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a laparoscopic cholectectomy on an unk date. During the procedure, the surgeon experienced a needle breakage. No adverse pt consequences were reported.